Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the hospital with arterial thrombosis in the right lower extremity and was given intravenous fluids as directed by the doctor. At 15:36 on (B)(6) 2021, the responsible nurse prepared to use the intravenous indwelling needle to puncture the infusion. After connecting the infusion connector, it was found that the connector did not drip. After using the catheter irrigator, it did not drip. Replace the new infusion connector to continue the operation. Cause undesirable consequences."

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21045806. No further information was available to assist the investigation in this instance. A review of the production records for lot 21045806 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. H3 other text : see h.10.

Manufacturer narrative:
(B)(6) 510k: this is an international code - the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section is for the domestic similar product: k960280. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the hospital with arterial thrombosis in the right lower extremity and was given intravenous fluids as directed by the doctor. At 15:36 on (B)(6) 2021, the responsible nurse prepared to use the intravenous indwelling needle to puncture the infusion. After connecting the infusion connector, it was found that the connector did not drip. After using the catheter irrigator, it did not drip. Replace the new infusion connector to continue the operation. Cause undesirable consequences."